Event description:
The customer reported that the pt was in CT radiology for a thermal ablation procedure. Prior to placement of the percutaneous antenna a small incision was made with a scalpel. The percutaneous antenna was then put in the pt's chest cavity when the antenna broke. The antenna was removed intact in a single piece without any further incident. The pt was reported as ok and underwent the same procedure 2 hours later. The pt is reported in good health.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.